Event description:
The patient reported that during trial, he had a few headaches that were not that bad. Since implanted, he has had bad headaches "24/7". The patient needed stimulation 'on' all day for pain relief, so relation of pain with level of stimulation had not been evaluated by the patient. The healthcare professional reported that the patient presented new headache pain and emotional changes, feelings of anger and anxiety. The therapy was peripheral nerve stimulation, so no epidural puncture, no spinal headache present. Stimulation sensation felt 'tight', the device was reprogrammed and the stimulation sensation changed to 'spread out'. The patient was referred to the psychiatrist.